Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
Patient event #1. The customer reported that during patient use, the autopulse platform (sn unknown) displayed "system error, out of service, revert to manual CPR." The customer powered off and on the autopulse platform, and the system error was cleared. The customer had reverted to manual CPR until the autopulse platform could be powered down and restarted. The customer did not provide any further information. No consequences or impacts on the patient.